Event description:
It was reported that during the shearing process during the implant procedure the knife became stuck on the catheter and pulled back on the left ventricular (lv) lead. The lv lead dislodged. A new catheter was used to complete the procedure and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the catheter was returned, analyzed, and the mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary analysis of the catheter indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.